Manufacturer narrative:
Date sent to the FDA: 02/04/2022. Additional b5 narrative: it was reported that the patient experienced incarcerated recurrent ventral hernia and small bowel obstruction following surgery.

Manufacturer narrative:
Date sent to the FDA: 08/03/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted dense adhesions of small bowel were found up to the undersurface of the mesh and to the undersurface of the virgin portion of the rectus tissue. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.